Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable.journal article is not yet published: angrisani l, et al. Laparoscopic reinforced sleeve gastrectomy: early results and complications.

Event description:
An article reported that during 121 laparoscopic sleeve gastrectomy (lsg) procedures, peri-strips dry staple line reinforcement was used to reinforce the gastric staple line. It was reported that one pt had an intra-operative leak. An attempt was made to suture repair the leak, however, it was not successful. After repeated methylene blue dye test with 2 positive results, the procedure was converted to a roux-en-y gastric bypass. Medical device reports submitted for the same article are MFR report numbers: 2183620-2011-00020.